Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 500 mcg/ml baclofen (unknown) at 50 mcg/day. The reason for use was not reported. It was reported that the patient had loss of therapy. It was unknown when the issue started. Environmental/external/patient factors that may have led or contributed to the issue included the patient was wheelchair bound. Diagnostics/troubleshooting included an x-ray was performed in the office to check tip placement. "He" catheter was dislodged. Interventions/actions that were taken to resolve the issue included the catheter being replaced on (B)(6) 2018. The customer was notified that the device should be returned, but it would not be as the customer discarded the product. The issue was resolved at the time of the report. The hcp has no further information for the manufacturer. The patient status was reported as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.